Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer inadvertently loaded base reagent into the wash 1 position and then ran multiple patient samples for multiple assays. The customer realized the error and flushed all wash lines with newly loaded wash 1 on the system. The customer ran quality controls, which were within range. All patient samples were repeated and no additional reports were needed no additional corrected results were needed. The cause of the (B)(6) results on patient samples is due to a user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
(B)(6) results were obtained on one patient sample upon repeat testing on an advia centaur xp instrument. The sample was initially tested as (B)(6). As per the advia centaur xp ehiv instructions for use: "specimens that are initially (B)(6) are considered (B)(6) if both of the duplicates retest with an index value are less than 1". The (B)(6) results were reported to the physician(s). After troubleshooting, the sample was repeated on the same instrument in triplicate, all resulting (B)(6). The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the (B)(6) results.